Event description:
A patient called to report she has had bad vision since having surgery in both her eyes, both near and far vision. Patient stated it is like there is a film over her eyes; she sees halos and cannot read anything without wearing glasses. Patient stated her doctor suggested the zmb lens, so she would not have to wear glasses. Post surgery, her doctor prescribed restasis, flax seed oil, and various other over the counter eye drops. Patient stated the last time, she visited the surgeon was (B)(6) 2015. Patient had a second opinion where the doctor stated she was completely healed and her vision is as good as it's going to be. The patient stated that both doctors suggested removing the lenses. The patient stated that she sees ¿ghosts¿ when reading with progressive glasses and her vision is worse than prior to her cataract procedures. Patient states she no longer drives at night and the implanted multifocal lenses have ¿changed her life¿. She sees halos all of the time. Patient has a companion lens implanted in her left eye and a separate MDR is being filed for this lens.

Manufacturer narrative:
If explanted, give date: not applicable (na). To date, the intraocular lens remains implanted. (B)(4). Reason for non evaluation: to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.